Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. Adc investigated the complaint for high readings of the sensor scan and there was no indication that the product did not meet specification. Sensor kit expiration date is (B)(6) 2022. Case awareness date is (B)(6) 2022, which confirms device is beyond the useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection was performed on the plug assembly and contamination was observed on pcba (printed circuit board assembly) triangle. Extended investigation has been performed. Visual inspection was performed on the returned sensor and observed dried liquid ingress on the plug contact points. The puck was likely exposed to humidity while the plug was not present. The contamination observed in the plug triangle area were not severe enough to have any impact on the sensors accuracy. No issues were found during testing. Corrosion was observed on pcba (printed circuit board assembly) triangle. Sensor was reprogrammed and current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.